Event description:
It was reported a patient with a 31mm 7300tfx mitral valve implanted for seven (7) years, 10 months, underwent valve-in-valve procedure due to mitral stenosis and degeneration. Patient presented with shortness of breath. Physician team believes this was normal degeneration of the surgical valve. A 29mm 9755rsl transcatheter valve was implanted inside the surgical valve. Patient was stable at the end of the procedure and discharged on pod# 1.

Manufacturer narrative:
Added information to b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve implanted for seven (7) years, 10 months, underwent valve-in-valve procedure due to mitral stenosis and degeneration. Physician team believes this was normal degeneration of the surgical valve. A 29mm 9755rsl transcatheter valve was implanted inside the surgical valve.